Event description:
Procedure type: inguinal hernia repair. According to the reporter. The dilating balloon did not deflate well enough to be easily removed through the port, had to remove entire port and replace remaining port. There was no report of pieces falling into the cavity or impacting the pt. The operating time and incision were not extended as a result. A new instrument was used to complete the procedure. No pt injury was reported.